Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. The pump was reset, and reportedly, the customer continued to use the pump for insulin therapy. Customer also reported battery quickly depleted. Although multiple attempts were made by tandem technical support to confirm cgm session resumed and battery depletion issue was resolved, customer did not reply. There was no reported adverse impact to the customer.